Manufacturer narrative:
The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker presented with high pacing impedance measurements. Although a lead fracture was suspected, it was not confirmed. A revision was performed and the device was replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.